Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced an infusion set tape was not sticking on (B)(6). 2024. The infusion set was in use for one day. No further information available.